Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the home screen became frozen on the pump screen and the customer was unable to clear it. The customer's blood glucose ranged from 116-120 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged issue could not be verified.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged notifications issue could not be verified.